Manufacturer narrative:
Additional information can be found from the following fields: d9, g3, g6, h2, and h3 failure analysis (fa) information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint of an error 22020. The usm was tested with an in-house system and failed normal mode as it triggered error 22028. The system logged errors 22028 & 23007 0x5. The procedure log showed several errors of 22020. When the usm tested on a patient side cart, psc fixture test platform (pftp), it failed carriage direction dof 6 on 940 test with no error code. The usm would not run 960 test. After calibrating the carriage rotors, the unit went through testing on a testing platform and passed all required tests.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, fse replaced the universal surgical manipulator (usm) 1. Following service, the system was tested and verified as ready for use. The usm unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided. A procedure log review was performed. Per the review, the following was confirmed: prostatectomy - radical extraperitoneal with lymphadenectomy was performed on system sk3742 on (B)(6)2022. This complaint is being reported based on the following conclusion: the system was not in an operable or an acceptable state after the start of the surgical procedure. The procedure was completed with three arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal with lymphadenectomy surgical procedure, universal surgical manipulator (usm) 1 did not work. The user contacted the technical support engineer (tse) for assistance. Tse reviewed the logs and identified an error 22020. Tse instructed the caller to reseat the instrument and the drape, but without change. It was not possible for the user to replace the instrument and drape as tse recommended. The user proceeded with the surgery with three arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality had been checked before powering it on with no errors appearing. The procedure was completed robotically with three arms. The hospital declined to provide any patient related information.